Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, preceding/simultaneous bone augmentation, infection, pain, numbness, swelling, inflammation.